Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was under-delivering insulin since it would not bring his blood glucose down. His blood glucose at the time of incident was 300 mg/dl and by the time he called it was 338 mg/dl. Troubleshooting was initiated to inspect the pump for damage and functionality. The drive support cap was normal. Only one low battery alert was found in the alarm history since the high blood glucose began. Every bolus was accounted for in the bolus history. A high pressure test was performed and the pump passed. Additionally, the customer had been taken to the ER for a low blood glucose event. His blood glucose was 28 mg/dl, which was the result of taking 17.9 units of insulin. The customer was treated and was on an IV, but was unsure of what happened; he does not remember the date of the event. No products were shipped or returned.